Event description:
It was reported that varying impedance values were observed on the right ventricular lead during implant. The lead was successfully implanted. Normal electrical values were observed during a post-op check. The lead was explanted on an unknown date. No additional information was available.

Manufacturer narrative:
(B)(4).